Manufacturer narrative:
(B)(4). Incomplete interrupted cycle, damaged spring cartridge lockout tab the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 2/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic urological procedure, the firing trigger of the 1st device could not be grasped. There was no unexpected noise. The device did not clamp something hard. The triggers and buttons returned to the home position after the device was removed from the patient. Reinforcement material was not used. The cartridge of the 2nd device came off. The cartridge did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.